Event description:
Situation: leaking stat-lock arterial line device. Background: newly inserted arterial line stat-lock device noted to have blood backing up and leaking on pillow. Assessment: upon switching to new line, noted crack in tubing where blood was leaking from. Recommendation: product issue with cracking causing blood to back up into tubing, inaccurate blood pressure, switched to new stat-lock with no issues. Report to manufacturer. Centurion medical (B)(6) arterial line insertion bundle #art685, lot number 2023112790. Manufacturer response for bard stat-lock in (B)(6) arterial line insertion bundle #art685, bard stat-lock in (B)(6) arterial line insertion bundle #art685 (per site reporter), bds rep [redacted name] filing the report and said she has the information she needs now.